Manufacturer narrative:
Dob updated. An event regarding subsidence involving a restoration modular stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded: "there is no evidence this clinical situation was the result of faulty femoral component design, manufacturing, or materials." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed and indicated that there was no evidence of a device related issue. No action is required at this time.

Event description:
It was reported that patient implant subsided. Surgeon suggests that it was undersized. Replaced with another restoration modular stem larger in size. This was on right side.

Event description:
It was reported that patient implant subsided. Surgeon suggests that it was undersized. Replaced with another restoration modular stem larger in size. This was on right side.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.